Event description:
Used as a spacer in disc space for placement of cage. Crna noticed that tip of instrument was missing when she compared it with another intact interbody spacer instrument on field. C-arm was used to locate the piece missing from the spacer, grasping instruments were used to retrieve the piece. Missing piece was successfully removed from the pt and c-arm was used to make sure all the missing pieces were removed.